Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an unspecified reason. A request had been made for further details regarding this event and new information will be provided, once available. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an unspecified reason, no further information was provided from the field, and this lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).